Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the skin graft mesher sn (B)(6) by zimmer-australia on 18 march 2020 revealed that the pre-test could not be performed as the hinge pins wouldn¿t lock, the side plate hinges holes were out of round, the comb out of shape, handle jammed and had marks, bottom roller and gear worn, sideplates worn, inside of bottom roller worn, and shoulder bolts, washers, nuts, and carrier guide needed to be replaced too. Product repair: repair of the device was performed by zimmer-australia on 5 may 2020 which included replacement of the following: comb, handle, bottom roller, gear, side plates, shoulder bolts, washers, nuts, carrier guide the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4) once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the cutter is not advancing. Cutter is going back and forward. The event occurred before surgery. No harm and no delay. An alternate device was available for immediate use. No adverse events were reported as a result of this malfunction.